Manufacturer narrative:
Evaluation: results: myocardial infarction.

Event description:
Two endeavor sprint rx drug-eluting stents were implanted (ref MFR report 2953200-2009-01501), overlapping, at the 1st diagonal branch. Approximately 3 months following index procedure, pt came to the ER, as his cbgs were high and felt bad. Some mild suprapubic abdominal pain, post-tussive vomiting, no chest pain or shortness of breath. Poor appetite. An inpatient procedure was carried out. Indications were ischemic heart disease. It was reported that the pt had a non st mi. Stemi in medical intensive care unit and herpanized at that time. Maximum therapy was opted to be preferred treatment. Pt had a prolonged hospital stay, troponins peaked 4.56. Investigator assessed the event as remotely related to the study stent. Pt was reported to be asymptomatic following this.